Event description:
It was reported that the programmer was overheating. After the programmer was on for five minutes, a message displayed stating to turn it off due to overheating. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the overheat message. The programmer was left on for at least 24 hours with no overheat message found. No other anomalies were found.